Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The lens was inadvertently discarded and is therefore, not available for evaluation.

Event description:
The patient had a restor iol implanted in their right eye and was experiencing glare. In an attempt to alleviate the glare, the patient underwent a lens exchange with implantation of the crystalens in the right eye. The patient continued to experience glare and three weeks later, the iol was exchanged for a model li61ao lens. It should be noted that the patient's bcva with the crystalens was 20/25, however, after implanting the li61ao lens, the patient's bcva decreased to 20/40. It this time, it is unk whether the glare resolved with implantation of the li61ao lens.